Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: the reported healthcare facility is: (B)(6) hospital. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f08 captures the patient's admission to the emergency room. Imdrf impact code f2202 captures the endoscopic closure procedure performed to address the perforation. Imdrf impact code f2301 captures the use of an over the scope clip (otsc) to address the perforation and the use of forceps to remove the migrated stent.

Event description:
It was reported that an advanix biliary preloaded double bend stent was implanted in the bile duct to treat a tight proximal stricture during a stent placement procedure performed on an unknown date. The stent was successfully deployed during the procedure. Forty-eight hours post stent placement, the patient presented with a right upper quadrant pain and was admitted to the emergency room. Imaging showed that the stent had migrated distally out of the duct and perforated the duodenal wall. Subsequently, an endoscopic closure using an over the scope clip (otsc) was done to address the perforation. The stent was also removed with forceps and the procedure was completed. The patient's condition following the procedure was reported to be fully recovered.